Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had chronic atrial fibrillation with no atrial lead. There was an anti-tachycardia pacing (atp) episode, and the patient did not pass out. It was observed that under sensing due to fast rates and automatic gain control not reacting as fast as desired, caused the rhythm to be moving between programmed zones. It was recommended to reprogram the therapy zones, so duration does not need to restart upon zone changes. The crt-d remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had chronic atrial fibrillation with no atrial lead. There was an anti-tachycardia pacing (atp) episode, and the patient did not pass out. It was observed that under sensing due to fast rates and automatic gain control not reacting as fast as desired, caused the rhythm to be moving between programmed zones. It was recommended to reprogram the therapy zones, so duration does not need to restart upon zone changes. The crt-d has been explanted and returned without additional allegations at this time. No adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.